Event description:
It was reported that patient underwent a full vns system revision. It was reported that the lead was replaced due to lead break. The most likely reason for the generator replacement is compatibility with the new lead. It was reported that the lead impedance value of the new vns system was within normal limits.